Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees that the report constitutes an admission that the device, kenvue, or its employees caused or contributed to the potential event described in this report. In august 2023 johnson & johnson¿s consumer health business separated from johnson & johnson, and we became an independent public company, kenvue. As part of our ongoing evolution, kenvue updated the name of its us operating company, johnson & johnson consumer inc. (Jjci) to kenvue brands llc on october 28, 2024. Kenvue recently moved to its new corporate headquarters in summit nj. Its previous corporate headquarters was 199 grandview road, skillman, nj 08558. Device was used for treatment, not diagnosis. A6: patient, weight, and ethnicity and race were not provided for reporting. D4: this report is for one (1) band aid brand adhesive bandage skin flex with motion max extra large 7ct USA 381371183494 381371183494usa 381371183494usa, lot number 3213b. D4: 510(k) exempt device I complaint. UDI not required. UDI: (B)(4). Upc = 381371183494. Expiration date= na. Lot number = 3213b. D9: device is not expected to be returned for manufacturer review/investigation. H6: device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 17, 2023. H6: e2402 refers to consumer allergic reaction - rash on skin, very itchy using the product. Consumer reported after using band aid brand adhesive bandage skin flex with motion for a cut on a thigh developed a rash and a prescribed cream was used to reduce the rash. No report of hospitalization or any significant medical treatment or intervention. Based on the review of the information about the event there was no hospitalization, no significant intervention reported and no other serious criteria met. This is two of three medwatches being submitted as three devices were involved in this event. See medwatches 8041154-2026-00005, 8041154-2026-00006 & 8041154-2026-00007. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 66-year-old female consumer reported developing a rash after applying band aid brand adhesive bandage skin flex with motion band-aid to a cut on her thigh. Consumer alleged a big rash on skin and very itchy. She indicated a possible allergy to product. Consumer stated she used a cream prescribed by her doctor to reduce the rash. It was reported that, consumer used three band-aids in a day. The consumer symptoms improved after the patient stopped using the product. This is two of three medwatches being submitted as three devices were involved in this event. See medwatches 8041154-2026-00005 & 8041154-2026-00007. The same patient is represented in each medwatch.